Event description:
The patient had a new battery repositioned due to "flipping" of the old neurostimulator due to weight loss. During the procedure, it was observed that the extension had multiple twists (resembled a corkscrew shape) and which was believed to be related to the device flipping. Subsequently, the patient felt the stimulation was occasionally intermittent and it was noted the device flipped again. It was found that the device "fell" from the new implant site into the old pocket. Impedance measurement results indicated that the lead or extension was most likely fractured. The lead and extension was replaced. Impedances were then measured as normal and the patient reported a return of stimulation. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B) (4).